Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec-3890tlk is available in the USA with a 510k number k131855. Evaluation summary: it was caused due to an excessive force on the insertion flexible tube (ift). In addition, we confirmed that the air/water nozzle dirt, the u/d and r/l pulley wires worn out; however, these are not related to the alleged complaint. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm. There is a bump on the ift by 11cm and the whater channel is klogged (with dyrt).